Event description:
It was reported that a customer experienced an underinfusion while using a small volume folfusor device. This occurred during the infusion of 100ml of fentanyl and sodium chloride. According to the report, an unknown volume of solution remained in the container after 24 hours of infusion. The patient reportedly experienced "break through pain", though medical intervention was not necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation of the reported condition of underinfusion. This device was visually inspected and no defects were observed. A functional flow rate test was performed for 20 hours. At the end of the flow test period, the device flow rates were found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.